Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the insulin pump's buttons were less responsive. The insulin pump rejected new batteries. The customer¿s blood glucose level was unknown at the time of incident. The customer declined to transfer to helpline. The device was not returned.

Manufacturer narrative:
Device received with no button response due to flattened (esc and act) button dome switch (no crease). The keypad connector on lcd is locked properly during visual inspection. Unable to verify low battery alarm, failed battery alarm and perform displacement test, idle current test, run current test, self test and off no power test due to no button response.